Manufacturer narrative:
(B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul), a functional check was performed on a ncircle tipless stone extractor and it was discovered the basket would not retract into the sheath. The issue with this device was discovered prior to making contact with the patient and it was not used. Another same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during a transurethral lithotomy (tul), a functional check was performed on a ncircle tipless stone extractor and it was discovered the basket would not retract into the sheath. The issue with this device was discovered prior to making contact with the patient and it was not used. Another same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned complaint device was also conducted. The complaint device was returned in open packaging with the label. A surface inspection showed no damage to the device, and the basket in the open position. The handle functioned properly but would not function/close the basket. The cannulated handle (the proximal end of the basket assembly) had pulled free from the collet (the handle component that secured the basket assembly to the handle). This allowed the basket assembly to move distally inside the basket sheath, resulting in the open basket that could not be closed. After taking apart the handle and reassembling, the basket functioned properly. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information and results of the investigation, cook has concluded that the cause for the separation of the cannulated handle from the collet could not be determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.